Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services was consulted and it was noted that they were not in the system. The patient was referred to the clinic. Upon review, it was noted that this s-ICD exhibited a battery depletion (bd) error message and there were concerns of premature battery depletion. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected. Device replacement was recommended. No adverse patient reactions have been reported. This product remains in use.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services was consulted and it was noted that they were not in the system. The patient was referred to the clinic. Upon review, it was noted that this s-ICD exhibited a battery depletion (bd) error message and there were concerns of premature battery depletion. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.